Manufacturer narrative:
Device analysis summary: visual analysis of the product indicates a crack is observed at the 3mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra xc had the luer lock cracked and the product leaked outside. Patient contact was made. No injury to the patient or injector was reported. The needle from the package was used.